Manufacturer narrative:
Review of the provided patient files dated on (B)(6) 2024 revealed: - on several recorded episodes, non-physiological signal (artefacts) are on rvcoil channel (not visible on rv channel) - between (B)(6) 2024, rv lead impedance is stable (around 500 ohm), rv coil continuity increased suddenly in (B)(6) 2024 (from around 400 ohm to around 900 ohm) - the above observations do not suggest an ICD issue, a lead issue cannot be excluded. - a reintervention has been performed on (B)(6) 2024 : the physician confirmed the lead issue . The ICD remains implanted - based on available data, no issue is suspected on the ICD.

Event description:
Reportedly, the ICD was implanted on (B)(6) 2020. On (B)(6) 2024, an increase of the rv coil continuity lead (non microport lead) is observed. This rv lead was implanted on (B)(6) 2022, due to an increase of the rv coil continuity of the previous rv lead.